Event description:
On (B)(6) 2010, an spontaneous report by a physician was rec'd from a company representative regarding a (B)(6) female who rec'd an injection of restylane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine). Medical history included previous injection of an unspecified filler on an unspecified date in 2009 in the nasolabial area; the pt had no other aesthetic procedures, allergies or other medical history. The pt's skin type was reported as "olive or medium skin tone." Concomitant medications included prempro (conjugated estrogens and medroxyprogesterone) and lexapro (escitalopram oxalate) (unk doses, frequency and dates of usage for both medications). The pt rec'd a 6 cc injection of restylane-l from six 1 ml syringes (amount injected into each site was reported as unk) on (B)(6) 2010 to the perioral area and upper face (specifically around the eyes, cheeks and glabella). Pre-procedure medication included topical lidocaine and tetracaine to the areas prior to injection; no oral medication was given. No add'l procedures were performed at the time of implantation. On (B)(6) 2010, after the implantation, the pt developed bruising. On (B)(6) 2010, the pt returned to the physician's office with bruising which was only at the injection sites. The pt was treated with a "vbeam" treatment and sent home. On (B)(6) 2010, the pt returned to the physician's office and was evaluated by a physician assistant. The pt had bruising and swelling at the injection sites on her face. The physician assistant massaged the areas and gave the pt a 10 mg tablet of prednisone one time by mouth in the office. The pt was sent home with an add'l 10 mg tablet of prednisone to take one time by mouth the following day. On (B)(6) 2010, the pt returned to the physician's office and was evaluated by the physician. The physician noted that the pt had left lower lip increased swelling, tenderness, pain and discomfort. Pus came out of the area and the physician thought there was an infection beginning, so she took a culture of the pus. The pt was advised to use warm compresses on the area and take ibuprofen or aspirin (acetylsalicylic acid) as needed for pain. The physician also prescribed clindamycin 300 mg twice daily (bid) for 7-10 days (depending on how the pt responded). The pt returned to the physician's office on (B)(6) 2010 and was injected with 0.2 cc of hyaluronidase into the left lower lip area. The pt's temp was 99.1 degrees fahrenheit. The pt was referred to an otolaryngologist (ent) for abscess drainage. The pt continued to have tenderness and discomfort in the left lower lip area. On (B)(6) 2010, the pt returned to the ent physician for incision and drainage of the abscess. A culture of the abscess was performed during the procedure. The injecting physician's office spoke with the pt later that day and she was feeling better and the pain was better. The pt had been advised by the ent physician to continue to take clindamycin as prescribed. On (B)(6) 2010, the pt returned to the injecting physician's office complaining of mid-lip increasing tenderness. The pt was on her last day of clindamycin and was told to stop the clindamycin and was switched to levaquin (levofloxacin) 500 mg once daily for 7 days. On (B)(6) 2010, the initial culture results (performed on (B)(6) 2010) showed moderate gram positive cocci. On (B)(6) 2010, the physician's office called the pt and she was feeling better and the areas were looking better. The physician's office planned to continue to monitor the pt closely. As of (B)(6) 2010, the results of the culture performed by the ent physician were pending, but the physician's office planned to f/u to obtain results. The injecting physician felt that restylane-l caused the reported events. The injecting physician assessed the severity of the reported events as severe. The lot number and expiration date for 4 syringes of restylane-l were 10549-1 and oct-2011, respectively. The lot number and exp date for 2 syringes of restylane-l were 10476-1 and aug-2011, respectively.